Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/09/2016 with the following findings: on investigation, the pump powered on with fully functioning audio tone with the sound level measuring within the required specifications. Investigation did not duplicate the alleged intermittent audio issue. On investigation, all audio settings were set to ¿low¿ except the temp basal & alert, which was set to "off". Opened pump for further inspection and there was no damage or defect of the audio tone module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.